Event description:
A caller reported that the cartridge leaked insulin from the o-ring. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no severe impact. The caller managed to change the cartridge and successfully resumed insulin therapy, despite the cartridge being unavailable for return or replacement.